Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 378mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. Customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported. Customer was reportedly hospitalized on (B)(6), 2015, with diabetic ketoacidosis and vomiting, but had not received the motor error prior to this. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test and the operating currents were within specification. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to this anomaly. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.